Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient ((B)(6) kg, hemoglobin 14.5, hematocrit 44) underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring medication, pericardiocentesis and surgical intervention. During the ablation phase, a pericardial effusion was noticed and there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was epinephrine (to stabilize blood pressure), pericardiocentesis (1500 cc of fluid was removed) and open heart surgery to stop continued bleeding from perforation in right atrium. Extended hospitalization was required due to open heart surgery. As of (B)(6) 2019, the patient was stable and improved. In the opinion of the physician this event was procedure related. Transseptal puncture was performed using the st jude/abbott brk-1 needle. During the procedure, the physician heard 2 steam pops and rise in impedance was seen when reviewing the ablation data. The first steam pop occurred in the middle of the right atrial isthmus. The second steam pop was closer to the inferior vena cava (ivc) / ra junction. The irrigation settings were 15ml/min since the ablation was done with power above 30w. There were no errors on biosense webster, inc. Equipment. Graph, dashboard, vector and visitag were used to monitor the contact force. The visitag module was used with the following parameters: stability 2.5mm/3sec, fot 25% at 3g, respiration gating and tag index for coloring. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. The steam pop was assessed as not reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.